Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient underwent a l3-s1 spinal fusion surgery using rhbmp-2/acs on (B)(6) 2013. It was reported that the patient's post-operative period was marked by increasingly radiating pain in her legs, nerve injury, and significant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was diagnosed with disc herniation, right l3-4 and l4-5 foraminal and underwent the following procedures: laminectomy and facetectomy, right l4-5 and l5-s1. Transforaminal interbody fusion with implant impacted within situ allograft, bone bank allograft, intergro, and bone morphogenic protein, l3, 4, and 5. Posterolateral fusion with bone bank cancellous bone, bone morphogenic protein, and in situ allograft, l3, 4, and 5. Pedicle screw fixation with spinal USA instrumentation, l3, 4, and 5. Microscope. As per op-notes,¿ there was a small protrusion at underneath the l4 nerve root at the l4-5 level. This was removed. There was a frank dis herniation compressing the l3 nerve root on the right at the level of l3-4. There was severe compression of the nerve root at the dorsal root ganglion. I then placed bone bank cancellous bone as well as a sponge of bmp into each disc space as well as in situ allograft. This was packed anterior into the disc space. I then placed an implant, 11mm, at l4-5 and 12mm at l3-4 with 3mm of countersink. The rod system was then compressed and torqued down. There was excellent fixation. I then made (blank) decorticated. I also placed a small bmp sponge on each side, combined with bone bank cancellous bone in situ allograft and intergro. This was packed in solidly.¿ the patient tolerated the procedure well without any intraoperative complications.